Manufacturer narrative:
(B)(4). Device investigation is not complete. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that during patient treatment and after unplugging the cardiohelp to transport, the cardiohelp displayed an "ac voltage error" and would not disappear. The device was swapped for another. No reported patient effect. (B)(4).

Manufacturer narrative:
The device was investigated by the service engineer at the depot. No fault could be found. A system restore, pm, calibration and safety tests were carried out. All tests passed. The device was returned to the manufacturing facility at their request to verify the investigation results and they too confirmed that the device was working as specified. They found no faults. The device was returned to the customer fit for use. It was confirmed that there was no patient harm.

Event description:
(B)(4).